Event description:
During robotic assisted laparoscopic roux en a gastric bypass with hiatal hernia repair and egd, stapler with a 60 purple load "stuck" upon the 2nd click, difficulty opening, got another stapler. Diagnosis or reason for use: gastric bypass procedure.